Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unable to verify pump error 53 alarm due to critical pump error (open book image) alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer's blood glucose value was unknown. Customer stated he was changing the battery, the insulin pump restarted but it did not finish. The insulin pump turned off then got the white screen and medtronic symbol but he then got the critical pump error alarm. Device will not return for analysis.